Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 834 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient said that it seemed on two separate days that she was more spastic than normal. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. On (B)(6) 2017 the hcp performed a dye study and was unable to aspirate the catheter. The patient was referred to another physician for likely catheter revision surgery. The issue was not resolved at the time of this report and surgical intervention was planned. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via business partners included the indication for use of the baclofen was spasticity/intractable spasticity (muscle spasticity). It was clarified the patient was referred for a replacement of broken catheter tubing and the healthcare professional was unable to aspirate csf (cerebral spinal fluid). Medical history included implantation of an indura catheter (model #: 8709sc, on (B)(6) 2013). The catheter tip was at t1 for this implantation. Concomitant products were not reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on 2017-jul-09 reported the pump and the catheter were removed and replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-11 from a manufacturer representative (rep) reported none of the components will be returned. The system was completely removed, and a new pump and catheter were implanted. The old pump was working perfectly, but it was removed because the elective replacement indicator was nearing and this was a relevant time to take advantage of the replacement. No further complications were reported/anticipated.